Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed and found the skeleton of the scope¿s bending section broken with metal sticking out of the a-rubber. Excessive ig breakages and a stain in the image (fluid invasion) was noted. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.¿

Event description:
The service center was informed that the scope failed leak testing and was noted to have broken fibers. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the scope damage likely occurred when the endoscope is inserted into the lower kidney calyx or urinary tract, the endoscope is excessively pushed while its bending section is bent. The legal manufacturer refers the user to the instruction manual section ¿ 3.3 inspection of the endoscope¿ which states ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ in order to prevent this event from occurring, warnings and cautions about a way of handling the endoscope which may result in damages in the bending tube is described in the addendum IFU ¿instructions for safe use¿ in the package contents. If the user follows the instruction, damages in the bending tube can be eliminated. However, because of deviation of the user¿s usage from the instruction, it was assumed that the bending tube was damaged.